Manufacturer narrative:
On 9/19/2019, mentor became aware of additional information related to this report. The left implant had been reported as removed due to capsular contracture, baker grade unknown. Per the physician, the reported capsular contracture did not occur. The left implant was removed only due to a progressing infection which included swelling and pain despite drainage, antibiotics, and negative culture testing. The treating surgeon confirmed the implant was intact without leakage upon removal, and was cleaned and returned to the patient for use as an external prosthesis until revision surgery took place to replace the implant. Finally, the patient was seen for follow-up and was found to be pain and infection free, and the treating surgeon indicated that no discussion regarding abdominal wall symptoms, deformities, or ruptures took place. After review, the pc code 1761-capsular contracture has been removed for better codification. The pe codes 1546-material rupture/2993- adverse event without identified device or use problem have been removed/added for better codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/16/2019, mentor received additional information indicating the patient stated that she experienced a rip in her abdominal wall which she attributes to her breast surgery. She also stated the device would not be returned to mentor for analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, capsular contracture. Concomitant products: mentor smooth round moderate profile 350cc, catalog#: 3501655, serial#: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a breast augmentation revision with mentor smooth round moderate profile 350cc and experienced a deflation, a wound infection, and capsular contracture, baker grade unknown on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2019.